Manufacturer narrative:
(B)(4): device not returned the device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted and the knife return switch worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Vascular, unknown. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. What color cartridge was being used? White. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. Opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes, it took more than one hour for them to remove the tissue. Is there any other additional information you would like to share about this device or procedure? No. How was the device opened from the tissue? It took more than 1 hour for them to open the knife. They finally managed open the instrument by hammering the knife direction indicator using surgical instrument.

Event description:
It was reported that during an unknown procedure, the customer cannot retrieve the knife after third stroke. It is unknown how the procedure was completed. No consequence to patient was reported.